Event description:
Our rep is reporting that pt underwent an arthroscopic shoulder repair in 2008, with the use of 2 versalok anchors for fixation. Five months later, a re-surgery was performed to remove the "peek" portion of one of the versaloks that had pulled out and was floating in the joint space. No further status info was furnished. Each of the 2 anchors were from different lots, and they do not know which lot the pull out device was. Also see associated MDR 1221934-2008-00380.

Manufacturer narrative:
Mitek is at this point in time awaiting receipt of the complaint device, and is also in the info gathering mode. While all that can be had, is had and evaluated, the results of the investigation will be the subject of the follow-up report.